Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records the patient was revised to address metallosis from the left total hip replacement and elevated metal ion levels. The patient severely developed pain. MRI demonstrated pseudotumor near the greater trochanter and metal ions were severely elevated. The x-ray demonstrated a severely flattened cup which based from the previous x-rays this was originally positioned like that. Revision notes reported, there was a large pseudotumor with free flowing metallic serous fluid directly lateral to the greater trochanter and the joint itself was coated in metallic debris. The lateral aspect of the implant neck had multiple small marks that correspond to the area of the lateral cup making contact with the neck. There was small amount of metallosis on the trunnion. Doi: (B)(6). 2009 : dor: (B)(6). 2020 (left hip) (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device manufacturing (mre) review will not be performed even when product/lot information is known. Per (B)(4) it has been determined that, for the mom platform and related allegations an mre is not required.